Event description:
It was reported that a patient underwent a jatene procedure on (B)(6) 2011 and suture was used. The suture broke when making a knot and anastomosis. Another same like device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. This is one of two medwatches being submitted as two devices were involved in this event. See medwatch 2210968-2011-01868. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4): used needled suture segments were microscopically evaluated. Some of the suture segments had cut ends with significant manipulation memory. Some of the needled suture segments had broken ends with significant manipulation memory. Some of the needled suture segments were entangled. The circumstances and amount of force required to cause the breakages could not be determined, although significant manipulation memory was present with each of the broken sutures. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Representative samples were returned for evaluation. They were visually and functionally examined for suture knot tensile strength and they met the requirements. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.